Event description:
Per the clinic, the patient developed an infection at the implant site; subsequently the device was explanted on (B)(6), 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 14, 2014.